Manufacturer narrative:
(B)(4). Concomitant medical devices: 15-106058 m2a-38 cup non flared sz 58mm 992600; 11-173662 m2a 38mm mod hd std nk 375230. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2016 - 03380, 0001825034 - 2020 - 03848.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure due to alleged elevated metal ion levels and adverse tissue effects from metal on metal. The revision operative report noted stained tissue, bone erosion, necrotic material, and some corrosion on the trunnion that was cleaned off. The modular head and acetabular cup were removed and replaced.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Visual inspection of the shell found the outer radius to be covered in bone cement and other dark debris. Scratching and scuffing were observed on the inner radius consistent with metal on metal constructs. Visual inspection of the head found scuffing and wear on the lower portion consistent with metal on metal construction. A major dent and other smaller scratches were observed on the rim of the head. Black debris is present within the taper of the head. The head will be analyzed to determine the composition of the debris. The head was sent for further analysis. Sem examination of the head revealed deposits on the taper surface as well as surface pitting. Quantitative eds analysis revealed combinations of biological material, cocrmo substrate material consistent with corrosion, and titanium possibly from the stem taper. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.